Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, no analysis will be perform as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 3006705815-2017-00249, 1627487-2017-01313 & 1627487-2017-01315. It was reported the patient's scs system was explanted due to infection. The date of the explant is undetermined at this time. In addition, the patient has since been reimplanted with a new system.